Event description:
Per a report from the legal department, the patient had an initial right knee implanted. The patient had two revisions of the right knee. Op report pre & post op diagnosis: failed total right knee replacement. Indications: patient had severe pain due to failed aseptic loosening of total right knee replacement. Pt has failed conservative treatment and wished to undergo operative intervention. Risks, benefits, and alternatives discussed with patient. Despite potential risks, they wished to proceed with the operative intervention. Intraoperative findings: loose femoral implant - removed easily with minimal bone loss but concerned for bone quality distal femur. I elected to sue femoral cone. Tibial implant was very solid and well fixed - backslap device and osteotomes were used but stem would not budge - cortical window distal to the stem allowed me to hit the stem tip and knock it out retrograde.

Manufacturer narrative:
1038671-2023-00660 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening. The reported prosthesis wear and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3. The following sections were corrected: d4 . The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening. The reported prosthesis wear and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.